Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a broken tether assembly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: e4, h6 (medical device - problem code). The field service engineer (fse) that encountered the issue replaced the tether assembly. The fse completed the preventive maintenance (pm) with full calibration and functional checks per factory specifications. The intra-aortic balloon pump (iabp) was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center installed the tether into the cardiosave test fixture and tested the tether to factory specifications per the cardiosave service manual. The nrc verified the failure of the tether failure "broken tether" retaining the tether in the nrc per procedure.

Event description:
N/a.